Manufacturer narrative:
Additional contact information: direct (B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 6.4 ml, rate 2 and 87.7 was given. No adverse patient effects were reported. No additional information is available at this time.